Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with pre operative diagnosis of lateral recess stenosis, l4-l5, grade 1 spondylolisthesis at l4-l5, much more significant on the left and underwent l4-l5 foraminotomy on the left, decompression of l4 and l5 nerve root s on the left and indirectly on the right at l4-l5, diskectomy at l4-l5 on left, posterolateral interbody fusion device between l4 and. L5 in the disk interspace, arthrodesis between l4 and l5 through left-sided approach, posterior instrumentation utilizing spinous processes clamp between l4 and l5, posterolateral arthrodesis utilizing bmp. Per operative report: ¿.. Endplates were prepared for fusion scrapping off disk material and clearing out the disk material and fragments that were within the interspace. Surgeon placed some bmp within the posterolateral interbody fusion device and then fed that into the disk space, putting another bmp sponge as well as autologous bone harvested from the local region into the interspace. This was fed in and countersunk nicely. We then proceeded to decorticate the facet joints from the left side and placed some bmp sponges across there to cause the arthrodesis. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.